Manufacturer narrative:
H3, h6: the returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A DHR/batch record review for this lot finding no discrepancies from released and operating procedures or conditions that could contribute to the event .the review of the complaint history for the associated complaint product found similar events in the last three years for the involved lot. This complaint will be recorded for tracking and trending purposes. Visual inspection under magnification of the wand shows extensive electrode/screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. One of the electrodes is missing. However, there are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was connected to a known good quantum 2 controller and was activated in saline solution at the default and max settings on the controller. The wand excites plasma on the remaining electrodes/screen. The suction line was tested and performed as intended; the complaint was verified and the root cause could not be determined with certainty. Factors which contribute to the reported event: (1) the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force (2) do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury. (3) the wand may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the active electrode of the wand fell off during use. All pieces were removed from the patient. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.